Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 437 mg/dl . Symptoms were not reported. The customer did not state how he was treated. The customer stated the reason for a high blood glucose was due to many medications. Troubleshooting for the high blood glucose was not provided. The insulin pump will not return for analysis. It was not provided if the auto mode feature was in use.